Event description:
Related manufacture reference number: 2017865-2022-04386. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing pacing inhibition and inappropriate mode switch. It was also noted that the right ventricular lead exhibited high pacing impedance and was suspected to be fractured. Both leads were explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing lead impedance was inconclusive and the reported event of suspected lead fracture was not confirmed. As received, a complete lead was returned in two pieces. Lead impedance test could not be performed due to procedural damage noted on the returned lead. Electrical test and x-ray examination did not identify any indications of conductor fractures. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasions consistent with friction to the device can breaching the sheath. No other anomalies were identified.